Manufacturer narrative:
Product evaluation: the sample was returned for investigation: the shunt was found to be clogged. After the cleaning the shunt lumen was found to be open. No metal bulge was observed during the examination. It may be assumed that the metal bulge described in this complaint was restriction unit. There was no indication of manufacturing related factors that could cause the reported event. The device history record (DHR) was reviewed and no abnormalities were found. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during the clinical procedure. The blockage does not seem to be product related since after cleaning the device - the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a glaucoma filtration device (gfd) implant procedure, there was no drainage. Upon examination of the device under the microscope, a metal bulge was noted to be stuck in the device canal. The device was removed and replaced during the initial procedure. Additional information was provided by the physician that an additional procedure of sinus trabeculoplasty was performed during the initial procedure